Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing..

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose value was 139 mg/dl at the time of the incident. Customer will be returned device for analysis.